Manufacturer narrative:
(B)(6). Device evaluated by MFR: returned product consisted of a solent dista thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There was blood outside and inside the device and the attached waste bag. The boot vent hole was inspected and it was acceptable and went completely through the boot wall, as intended. Inspection of the device revealed that the shaft was kinked and the hypotube broken 24.75cm proximal of the tip. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿check saline supply¿ error was displayed on the console. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 13 apr 2018. It was reported an error message displayed during the procedure. An angiojet® solent¿ dista was selected for a thrombectomy procedure. During the procedure, thrombectomy was activated. An error message to change the catheter displayed and thrombectomy was intermittent. No leak was noted. No patient complications were noted. However, device analysis found a broken hypotube.